Event description:
Medical affairs spoke to pt regarding the error 4 message. They mentioned that they had woken up one morning (date unk) feeling weak, "worn out" and lethargic. They tested 8 times on their meter and obtained an error 4 message. They then took their oral medication (glucotrol). Their daughter took them to the hosp where they were admitted for 3 1/2 days. Pt mentioned that their "blood was very thin" and boood glucose was "way high". Pt does not recall the blood glucose reading at the hosp and claims they were on insulin for two days. Pt mentioned they had a cold and pneumonia and were put on "bioxen" and was on that for three days prior to the incident. The md mentioned that the "bioxen" could have caused the elevated blood sugar. The night before the incident, pt mentioned that they tested their blood glucose and obtained a reading of 200mg/dl and took their oral medication. Customer service was unable to resolve the error 4 issue and sent pt a new meter. Based on the info provided, this case is being reported as a malfunction. There is not enough info to make this case as an adverse event. Pt was experiencing symptoms prior to testing and would not have changed their oral medications based on the blood glucose readings.